Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that the insulin pump continuously alarmed low transmitter. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: unit received with contamination contact pin #3. However, unit passed functional testing. No charge anomaly noted.